Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, wear abrasion, and one curved opening. A microscopic analysis and leak test were performed which identified one sharp crease opening. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment was one sharp crease opening in the posterior side assessed as fold flaw opening. Additional, changed, and/or corrected data: d.9., h.3., h.6.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.